Event description:
A malfunction was reported with the t:slim x2 pump, as the battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into a known working outlet and leave it for at least 30 minutes to see if the pump would begin charging. Tandem technical support planned to follow up.